Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the MDR 1213809-2022-01341 is a duplicate of 1213809-2022-01382 this supplemental is to cancel MDR 1213809-2022-01341.

Event description:
It was reported that the bd luer-lok¿ syringe started to leak from the hub. The following information was provided by the initial reporter: we started to have some leaking from the hub on our bd syringes (ref. 309570, lot # 2255387).

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe started to leak from the hub. The following information was provided by the initial reporter: we started to have some leaking from the hub on our bd syringes (ref. 309570, lot # 2255387).